Event description:
Consumer reported complaint for error messages (e-4 and e-5). Customer reported feeling shaky; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced e-5 error using true metrix air meter. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 02/25/2024 and open vial date is 3/27/2023.

Manufacturer narrative:
Internal report reference number: (B)(4). B2; adverse event report is being submitted due to symptoms related to diabetes: shaky and headache. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 28-mar-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling a little shaky and had a headache. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 30-mar-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still having symptom(s) and was less shaky today. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 24-may-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.